Manufacturer narrative:
There was no involvement of manufacturer´s service representative after the reported event - the affected device was manufactured in february 2016 - no service records or further information about the event and follow-up actions could be obtained. The manufacturer concludes due to the very limited information that no root cause could be drawn. Due to device age and unknown state of maintenance, it is assumable that an old and worn internal battery could be a likely reason. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. According the instructions for use the user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The recommended replacement interval for the battery is two years with typical use conditions. It is not known if or how often the internal battery has been replaced since manufacture of the entire device which was in operation for almost seven years now. Under consideration that the assumption in regard to the triggering condition for the reboot is correct, this must be attributed to lack of preventive maintenance. Other explanations for the event may however apply as well.

Event description:
It was reported that during use on a patient the ventilator itself turned off and then started again - the user immediately replaced the ventilator. Reportedly no injury or serious impairment in state of health of the patient occurred.